Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in the patient's native annulus, the delivery catheter system (dcs) was not twisted or torqued during deployment. Following the implant of the valve and prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the medtronic guidewire. Upon withdrawing the dcs, the nose cone caught onto the valve and the valve dislodged. It was noted that the implant depth prior to dislodgement was 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Subsequently, the valve was snared up to the ascending aorta and held in position while a second transcatheter valve was successfully implanted in the native aortic annulus. Per the physician, the patient's anatomy, specifically a 66 degree root angle and minimal calcium combined with the nose cone interaction caused the valve to dislodge. It was noted that a 45 minute procedural delay occurred.

Manufacturer narrative:
Corrected data: d. Section d references the main component of the system. Valve implant date (B)(6) 2025. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.